Event description:
It was reported that the leakage occurred from the side of the foley catheter during use on the patient. Per follow up information received via ibc on 28aug2023, the customer confirmed that it was urine leak and the armpit mentioned was side of the catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. There are 4 photos that were sent by the customer. The first photo attached is an overview of a 2-way catheter. The second photo is a closer look at the inflation valve and sample port connector. The third photo show the top portion of the inflation valve. The fourth photo show the catheter balloon and tip. Visual evaluation of the returned sample noted one opened (without original packaging), 2-way catheter with sample port connector and cut portion of inlet tubing. Visual inspection noted no obvious defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 3 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leakage occurred from the side of the foley catheter during use on the patient. Per follow up information received via ibc on (B)(6) 2023, the customer confirmed that it was urine leak and the armpit mentioned was side of the catheter.